Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Approximately one month after si joint fusion surgery, the patient complained of pain in the area of the joint. Initial imaging did not seem to indicate that the foramen were affected. CT scans showed a possible area that one of the implants may be irritating the nerve. The surgeon decided to remove one implant and replace it with a shorter implant.